Manufacturer narrative:
Eighteen years or older. The complaint device was not returned to bsc for analysis. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operation context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous superficial femoral artery. The f/g, sterling, mr, 4.0 x 40/135 (4f) balloon was inflated to ten atmospheres on the first inflation. On the second inflation, the balloon was inflated and ruptured at ten atmospheres. The procedure was completed with a different device. The pt's status is listed as good with no complications reported.